Event description:
A report was received from south africa that a thin cut was obtained during a refractive surgery. Scarring subsequently developed and the pt had a donor corneal transplant. No further info has been provided.